Event description:
It was reported that during a preventive check the device would not power on and would display the service wrench indicator, the low battery indicator and the charge pak indicator. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): a third party agent evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The device was returned to physio-control failure analysis center and evaluated. Physio-control verified the reported failure. It was observed that there was no charge pak in the device and that the hlc internal battery was depleted. Physio-control performed long term testing, however, the cause of the reported failure could not be determined.

Manufacturer narrative:
The initial medwatch report indicates: the device was returned to physio-control failure analysis center and evaluated. Physio-control verified the reported failure. It was observed that there was no charge pak in the device and that the hlc internal battery was depleted. Physio-control performed long term testing, however, the cause of the reported failure could not be determined. The initial medwatch report should indicate: the device was returned to physio-control failure analysis center and evaluated. Physio-control verified the reported failure. It was observed that there was no charge pak in the device and that the hlc internal battery was depleted. Physio-control performed long term testing, however, the cause of the reported failure could not be determined. The device download data showed an excessive number of device power-ons, each lasting approximately 6 seconds. The data also showed a high amount of cumulative device on-time (587.8 minutes, or approximately 9.7 hours total) since the device was manufactured. The cause for the excessive number of power-ons was not determined, however it is likely that this is what caused the depletion of the device batteries.